Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause of this alarm. The reason for the loose connection could not be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag connection was loose. The technical service representative assisted the patient with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.